Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl. Customer's other blood glucose value was 383 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump had insulin flow block alarm. It was unknown whether customer was using auto mode or not. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).